Event description:
It was reported that during testing the external pulse generator generated a message "low battery" and then shut off. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed all functional testing. Analysis did find that the upper case was broken and contaminated, the lower case was broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the ring was bent, the two side bails were missing, the battery drawer was broken and contaminated, and the keyboard pad was scratched.